Event description:
Patient reported using smartvest 2x daily for 3-4 days at 6-14 hz and 20-30% pressure for 15 minutes. Patient reported onset of back pain, discontinued use, and later required ER evaluation with 1-day hospitalization (dates not provided). CT imaging identified multiple spinal compression fractures. Patient was treated with a back brace and pain medication and later advised by a spine specialist to discontinue use; no causality determination was provided. Patient has a history of osteoporosis, a known risk factor for compression fractures. No device malfunction was reported. Device not available for evaluation as the patient declined return. Causality has not been established.

Manufacturer narrative:
Event involves a patient with known osteoporosis who experienced spinal compression fractures following short-term device use. No device malfunction identified, and device not available for evaluation. Device instructions for use include contraindications requiring individualized clinical assessment by the prescribing physician. Based on available information, including the patient's underlying condition and absence of device-related findings, a causal relationship cannot be established.